Event description:
Philips received a complaint from the biomedical engineer (bme) on the v60 ventilator indicating that the touchscreen was not responding. It was reported that there was no patient involvement at the time the issue was discovered as the issue occurred during setup. There was no report of patient or user harm. The bme stated that touchscreen calibration was performed, but the issue remained. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp confirmed the reported issue and replaced the defective touchscreen. After performing the touchscreen replacement, the asp verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.

Manufacturer narrative:
H10 g - contact office phone number:(B)(6).

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil) for failure analysis. The fi technician installed the touchscreen into a pi ventilator to duplicate the reported issue. The visual inspection of this touchscreen did not reveal any signs of damage or contamination. The touchscreen was tested, and the pil technician could not find any issues with the touchscreen as the touchscreen passed all diagnostics testing. The technician confirmed that the touchscreen passed functional testing per step 3 in the service manual and verified that the touchscreen touch points were aligned on the standard test bed (stb). All flex screen resistance measurements were in specification. The touchscreen operated as designed. No problem was found. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.